Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava perforation, nerve damage, pain, abnormal (knot) feeling, limited activity, anxiety, depression, sleeping disorder, ptsd (post-traumatic stress disorder) investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported nerve damage, pain, abnormal (knot) feeling, limited activity, anxiety, depression, sleeping disorder, ptsd (post-traumatic stress disorder) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged celect filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received an implant (B)(6) 2009 via the right common femoral vein due to post trauma. The patient alleges vena cava perforation and organ perforation. The patient further alleges nerve damage, pain, abnormal (knot) feeling, limited activity, anxiety, depression, sleeping disorder, and post traumatic stress disorder (ptsd). (B)(6) 2021, per a report from computed tomography; ¿ivc: assessment is limited due to the small size of the patient and near absence of intra-abdominal and pericaval fat. An ivc filter is present with the superior filter apex located below and within 2cm of the most inferior renal vein. The filter is appropriately aligned without tilt or apex to ivc wall contact. Filter struts are intact without bending or fracture. Multiple struts penetrate the ivc wall. The length of caval wall penetration is estimated as there is no pericaval fat. A left anterolateral strut perforates approximately 0.5 cm. A left posterior lateral struts perforates approximately 1.2 cm and abuts the adjacent vertebral body. A right posterior lateral strut perforates approximately 1.1 cm. No associated hematoma is present. The ivc is normal in caliber without stenosis.¿

Manufacturer narrative:
Non-healthcare professional. Investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.